Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had profuse bleeding during the implantation of this cardiac resynchronization therapy pacemaker (crt-p). The physician placed several sutures around access. No additional adverse patient effects were reported. The device remains in service.